Manufacturer narrative:
The investigation into the delivery issues- anatomy has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the delivery issue was patient condition related to over calcified vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 pump was unable to advance beyond 5 cm and would not turn down the innominate artery during attempted delivery. After several unsuccessful attempts, the surgeon felt that the artery was too calcified and torturous and the decision was made to abort the implant. There was no patient harm.